Event description:
Proximal femoral nail antirotation broke 2 months postop. Nail broke as pt began physiotherapy without weight bearing.

Manufacturer narrative:
Part number associated with device only sold in (B)(6). Investigation could not be conducted as no device was returned.